Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was planned for implantation in a patient for the endovascular treatment of a 36mm dissection. It was reported that during the index procedure, while screwing back the handle of the device, a sound was heard from the handle. It was reported that the stent graft could not be opened and deployed. It was confirmed that the device was replaced and this replacement device was used successfully to complete the procedure. The cause of the event is not determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received; it was confirmed that the device was not deployed and there was no indication that trouble shooting techniques were used. As per the physician the cause of the event was unknown. It was confirmed that there was no resistance felt on advancing the device through the femorals, iliacs and aorta but that the device was torqued in the patient but not during positioning. There was mild tortuosity and no calcification noted with the access diameter reported as adequate for entry. It was confirmed that a vamf4040c150te device was used as a replacement. Film evaluation summary: the exact cause of the inability to deploy the stent graft could not be determined from the pre-implant CT¿s returned. Films during implant were not available for review, and the reported event could not be assessed. Post-implant CT¿s were also not provided. Analysis of the returned films did not reveal any clear anatomical characteristics, other than the pre-existing dissection, that could explain the reported event. It is possible that implanting within the complex <(><<)>(> <(>&<)><(><<)>)> spiraling aortic dissection may have led to the event. A device issue cannot be ruled out as a potential cause. The delivery system has been returned for investigation and the results will be summarized in a separate report. Device evaluation summary: a gap of 2.5mm (fail) was observed between the taper tip and the graft cover tip, specification is 0.5mm. A gap of 2.5mm was observed between the front grip and the external slider. Excessive twisting was observed beginning 13.5mm from the graft cover tip and extending along the length of the cover to the strain relief which indicated the device may have been over torqued during use. A clunking noise was heard on rotation of the external slider 1.0cm from the initial position. Attempted retraction of the graft cover by rotating the external slider worsened the twisting of the graft cover. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.